Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the replacement of this pacemaker, physical damage to the device header was noted. When the pocket was opened, one seal plug was missing. When the device was removed, the other seal plug was loose and hanging outside the device header. When the setscrews were loosened, they came completely out of the header. A new device was implanted as planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that both seal plugs and setscrews were missing. High powered visual inspection of the seal plug ports noted medical adhesive on both ports. The medical adhesive on the seal plug ports indicated that the seal plugs were inadvertently loosened and/or removed from the seal plug port. The cause of the loose seal plugs was due to unintended use.

Event description:
This report is being filed to provide product investigation results.